Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300-499 mg/dl. The customer was nauseated. Bg was corrected via the pump and insulin injections. A pump system check was performed and the pump time was found to be off by 1 hour as it was not changed during daylight savings. The customer corrected the time.